Event description:
The affiliate reported the customer alleged elevated troponin I (accutni) results, above the acute myocardial infarction (ami) limit, for four patients involving unicel dxc 600i synchron access clinical system. The elevated results did not correlate with the patients' clinical presentation. Three of the elevated results were released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. Beckman coulter, inc. Customer technical service (cts) performed troubleshooting with the customer.

Manufacturer narrative:
Beckman coulter customer technical service (cts) guided the customer through troubleshooting to correct the failing system check. The customer replaced the aspirate probes and peristaltic pump tubing. The customer verified dispense and substrate probe seating and the dispense probes connections to ensure no fluid leak. The customer verified no obstructions within the waste tubing between the unit and the drain. The customer primed the dispense probes. The customer repeated system check which passed. The field service engineer (fse) was at the facility and noticed dried wash buffer and replaced the wash assembly. The unit conformed to the manufacturer's published performance specifications. The samples were lithium heparin plasma separator tubes that had been filtered and normal in appearance. The samples were centrifuged at 4,000 rpm (revolutions per minute) for ten minutes at room temperature in a swinging bucket centrifuge. Both the patient samples and quality control (qc) were analyzed through the closed tube aliquotter. There were no event log errors during the event. There had not been any previous issues with system checks or qc. There were 21 tests remaining in the reagent pack after the four samples were analyzed. The reagent pack was in the carousel position and appeared normal. The assay was calibrated on (B)(4) 2012 with a new reagent lot. The customer performed qc and a patient comparison to the previous reagent lot, both qc and patient comparison showed good recovery at the time of calibration. The comparison patient samples spanned the analytical range between 0.14 ng/ml-11.0 ng/ml. Eval code: wash assembly.